Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was received related to the event. On an unknown date in (B)(6) 2013, the patient was treated with vancomycin (details not reported) for peritonitis. The pd catheter was removed and dianeal therapy was stopped as a part of treatment. The patient was later discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. A batch review was conducted for potentially associated lot numbers h12j11037, h12l13070 and h13a04047 and no exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.